Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's most current level was 151mg/dl. The customer treated the highs with the pump. The customer's levels had been as low as 49mg/dl. The customer treated with juice and bread. The customer declined to troubleshoot for the blood glucose levels at this time. The customer was advised to monitor the device.